Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed was a prostatectomy. The incident occurred with an isi instrument. The surgeon pressed the left blue pedal on the ssc at the time of the event. The erbe vio was in use. There was only one generator in use. A standard 8mm cannula was in use. The surgical staff used double cannulation during the surgical procedure. The cables were well spaced from each other. The incident did not involve inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument. The surgeon recalled if the system¿s user interface correctly displayed information about the activation status and instruments on each arm. The event was resolved by rebooting the vio a couple times. The surgeon believed that the generator went down. There was no patient injury. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause cannot be determined based on the information provided and phone support details. The customer rebooted the iesu again to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) generator was not working. Technical service engineer (tse) checked the logs, error no verified. The customer stated that the iesu vio went on tilt, reporting that the surgeon was delivering by pressing both bipolar and monopolar pedals, when in reality was pressing only one pedal. The customer rebooted the iesu and it began to deliver energy without pressing any pedals. The customer rebooted the iesu again to resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The site reported that the integrated electrosurgical unit (iesu) generator was not working. Technical service engineer (tse) checked the logs, error no verified. The customer stated that the iesu vio went on tilt, reporting that the surgeon was delivering by pressing both bipolar and monopolar pedals, when in reality was pressing only one pedal. The customer rebooted the iesu and it began to deliver energy without pressing any pedals. The customer rebooted the iesu again to resolve the issue. The procedure was completing as planned with no reported injury. The system was verified and ready for use.